Event description:
It was reported that a subcutaneous implantable defibrillator (s-ICD) device change procedure, the electrode exhibited high, out-of-range shock impedance measurements (>400 ohms) when connected to the new device. Technical services (ts) was contacted and walked through the steps of reseating the electrode. The physician contacted ts again and stated once the electrode was reconnected, the impedance measurement dropped. It was concluded the electrode was under-inserted. The reason for the device replacement has been requested, but no further information is available at this time. The electrode and the replacement s-ICD remain implanted and in-service. No additional adverse patient effects were reported.